Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high out of range pacing and shock impedance measurements, this has been a gradual rise. Another lead was implanted instead. No further adverse patient effects were reported.